Event description:
It was reported, the video system center had signal failure. The issue occurred during preparation before procedure of a diagnostic gastroenteroscopy procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The intended procedure was able to be completed with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.